Event description:
A report was rec'd that the pt's ipg was exposed due to the wound opening up. The physician decided to explant the pt because of an infection at the ipg site. The pt was prescribed IV vancomycin.